Manufacturer narrative:
Based on the claim against the product by the customer: metal part bent off of shaft, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument metal part was bent off of the black instrument shaft. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have the main tube broken at the distal end. The wrist assembly is no longer straight due to the damage. No material is missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.